Manufacturer narrative:
H.6. Investigation: six open 32g x 4mm pen needle samples and four photos were returned from lot. No. 9240215, cat. No. 320559. Visual examination was carried out on the returned samples and photos and it was observed that four samples were broken at the non patient end of the cannula and two samples were bent at the non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the samples in the returned photos were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx needle broke off before use. The following information was provided by the initial reporter, translated from japanese to english: 'customer is complaining that this is a defect occurring during the manufacturing process. Customer is saying that the needle flexibility is weak."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx needle broke off before use. The following information was provided by the initial reporter, translated from (B)(6) to english: 'customer is complaining that this is a defect occurring during the manufacturing process. Customer is saying that the needle flexibility is weak."